Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had an intermittent pacing failure. The device was in use on a patient, however there was no adverse even to the patient or user.

Manufacturer narrative:
Other: the customer continually tested the device in their workshop. The device passed all functional testing and operational checks. The customer declined evaluation by philips.

Event description:
The customer initially reported that the device had an intermittent pacing failure. It was later clarified by the country contact via email that the device failed on two operational checks. The device was not in use on a patient.